Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a ¿seed¿ like foreign material was found in the channel. The root cause of the foreign material could not be determined, however, it was likely suctioned during the procedure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During repair, foreign material was found in the channel due to insufficient reprocessing. The customer¿s complaint (clogged channel) was confirmed. Suction volume was reduced due to clogging of the channel. During inspection and testing the following was also found: suction volume does not meet the standard value due to damage on the scope cylinder, bending angle up/down/right direction does not meet the standard value due to wear of the angle wire, scratches were found on the grip, scope connector cover, scope cylinder, light guide cover glass, plug unit, scope connector case, and scope connector cover unit, discoloration was found on the scope cylinder, the distal end cover was dented, and the adhesive on the bending section cover was discolored. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly

Event description:
The customer reported to olympus that the channel of the device was clogged. There were no reports of patient harm associated with this event. The device was sent to olympus for evaluation. During repair, foreign material was found in the channel. This report is being submitted for the malfunction found during evaluation (foreign material).